Event description:
The customer has a dual display set up. The main display on the central monitoring system (cns) is dark although the touch screen function works, and the secondary display is fine. MFR ref #8030229-2014-00090.

Manufacturer narrative:
Technical support instructed the customer to swap out the display so that the secondary screen acts as the primary. The customer will work on it and call back to arrange for replacement the defective display. We have requested return of the defective display for eval.